Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the micron filter of a clearlink system extension set had cracks. It was further reported that the peripherally inserted central catheter (PICC) line for the patient had to be replaced. This issue was identified during use. There was no patient injury or medical intervention associated with this event. No additional information is available.